Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy in reading between sensor glucose and blood glucose values. Customer had site issues. The event involved product(s) mmt-7040c1. Troubleshooting was performed for site issues and confirmed bleeding that was visible on the sensor connector. Troubleshooting was performed for difference in sensor glucose and blood glucose values. The discrepancy between the sensor glucose value of 50 mg/dl and blood glucose value of 130 mg/dl was not within the target range. Insulin delivery was suspended due to sensor glucose value. Troubleshooting was performed for sensor alerts and confirmed the occurrence of change sensor alert, sensor updating alert and calibration not accepted alert. No further patient complications were reported. No product return is required for mmt-7040c1.